Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was found that the current functionality of mg/m2/day resulting in mg/day is mosaiq working as was designed. There was no defect. The customer requested an enhancement.

Manufacturer narrative:
The manufacturer's preliminary investigation is ongoing. Further details will be provided upon completion of the investigation.

Event description:
The customer reported that mg/m*2/day (for 5fu civ) unit of measure does not work in the pharmacy order, and that the dose basis unit of measure formula just repeats in the ordering dose fields when selected. Based on the available information, there was no report of patient mistreatment.